Manufacturer narrative:
The raven suture passer was received for an evaluation on 18-dec-2015. A visual inspection of the returned device verified that breakage occurred at the location of the tip. Further evaluation by the supplier quality engineer (sqe) noted that the shaft is bent and the tip is broken. These findings are indicative of excessive force being applied to the device. Lot 23669 was manufactured on 17-mar-2014. A 2-year review of complaint history shows there has been no other complaint received for this product. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This is a reusable device that is cleaned and sterilized between uses. The instructions for use (IFU) provides the user with the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged.

Manufacturer narrative:
The raven suture retriever is expected but has not yet been received for an evaluation. A follow-up submission will be filed once the device has been received and the evaluation has been completed.

Event description:
The customer reported that during a hip arthroscopy procedure on (B)(6) 2015 while using a raven suture retriever, the tip of the raven broke off inside the patient. The surgeon was able to retrieve the piece and complete the procedure successfully with only a 5-minute surgical delay. As reported, no patient or user injury occurred. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.